Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger was blocked, jammed and was moving heavy on the battery oscillator device. It was further determined that the trigger was jammed because it was turned instead of pushed. It was further determined that the device failed pretest for trigger test. It was noted in the service order that the device had various issues and was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Manufacturer location: the manufacturer location was inadvertently documented as waldenburg in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device availability: the device availability was inadvertently documented as 11/6/2017 in the initial report. The date returned to manufacturer was corrected to 11/7/2017. The device manufacture date was incorrectly documented. The device manufacture date has been updated from 2/26/2015 to 2/27/2015. The UDI has been updated accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly.